Event description:
According to the contact on (B)(6) 2020 the user of the bed rail "had an unwitnessed fall and became trapped between her bed assist bar and her mattress".

Manufacturer narrative:
According to the contact on (B)(6) 2020 the user of the bed rail "had an unwitnessed fall and became trapped between her bed assist bar and her mattress". Per the contact the event occurred as the user "was getting up to use the restroom and was discovered by assisted living staff with her head stuck between the grab bar and the bed". Per the contact the user "suffered bruising to her left arm from her shoulder down to her hand as a result of the incident. Per the contact the user "was hospitalized for four days before returning to the assisted living facility until she died on (B)(6) 2020". Per the medical examiner's office "the broken ribs are a result of the cancer and disease process and not from the entrapment". The sample is not available for evaluation. No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.